Manufacturer narrative:
Other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Information was received regarding a an unspecified cassette reservoir. It was reported that in the last two weeks, there had been two faulty cassettes, with most recent cassette issue occurring the night before the report. While filling them, they leaked. First syringe of diluent went in fine, but when they started to push in the second syringe of diluent, they could hear air come out and then the solution started dripping out the top of the cassette. They could see that the solution had leaked out of the inner bag of the cassette as well as the outside of the cassette onto their hands. The infusion was life-sustaining, but patient had back up device to successfully continued their infusion. There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.